Event description:
Caller alleged discrepant results (accuracy) comparison of inratio test compared with lab results. Results as follows: meter-inr: 8.0; lab-inr: 4.0. Meter-inr: 7.0; lab-inr: 3.2. Nurse called regarding discrepant results on several pts. One pt meter read 8.0 and lab draw was a 4.0 another pt read 7.0 and lab draw was a 3.2. This has been happening on several pts. Troubleshoot possible causes of error, technique. Sending replacement meter. Cause does not seem to be a strip issue.

Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: inratio: 8.0; reference: 4.0; mean: 6.00; confidence-limits: unable to determine. Inratio: 7.0; reference: 3.2; mean: 5.10; confidence-limits: unable to determine. [8.0 inr is not legitimate inr result from an inratio meter since it only measures and displays inr range from 0.7-7.5 inr]. The mean is >5.0 and the difference is greater than 2.2 for test 2. These results are considered inaccurate within the context of the documented variability for inr testing. Add'l testing/investigation is required. As to today, products associated to this complaint have not returned.